Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - noise was detected via home monitoring. Therefore, this lead was replaced. The implant date was not provided and there was no indiction that the lead was explanted.